Event description:
The facility sent the infusion pump in for service. The baxter service rep reported an 812:00 and 812:02 failure codes, which were found in the event history. Although attempts were by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the setup of the infusion device. No additional contact info was provided.